Event description:
Subsequent to the initially filed report, the following information was provided: the xience xpedition implanted stent was noted to have a slight bent stent strut and not fractured. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Factors that may contribute to stent deformation post implantation include, but are not limited to, stent recoil, implantation technique, damage to the stent, or vessel characteristics. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent deformation. Another stent was used to cover the bent stent. A definitive cause for the reported issue could not be determined; however, the treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: device code 1069 stent removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a left anterior descending coronary artery that is 100% stenosed. A 2.50x48mm xience xpedition was implanted however, a stent strut fracture was noted. A 3.0x33mm xience alpine was used to cover the fractured stent. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.